Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the pump is switched off and will not switch on was confirmed during product evaluation. The root cause of the reported problem was determined to be user error due to user not knowing how to power on the pump, when the pump is powered off with the mtr (manual tube release) not reset. There have been no repairs made. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. Upon review of the p1.7 operator's manual, the instructions are accurate and sufficient to prevent the pump from being unable to turn on when the manual tube release is in the open position.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure on screen. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.